Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient involved in a clinical study underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with her breasts after the procedure. As a result, she underwent bilateral removal and replacement with 650cc mentor memorygel breast implants on (B)(6) 2018. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-12697 for the contralateral event.

Manufacturer narrative:
On october 31, 2022, mentor received additional information. The patient was reported to have had left-sided implant displacement/malposition prior to removal and replacement surgery on (B)(6) 2018. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2022, mentor became aware that information was inadvertently omitted from the supplemental report. As a device problem of migration was reported, the information should have indicated a product problem in the "is product problem" check box. Manufacturer¿s reference number: (B)(4) in the first supplemental report, b1 is product problem should have been check as migration was coded in the h6 medical device problem code field.